Event description:
It was reported that the insulin pump gave a motor error alarm during a bolus delivery. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All currents are in specification. The insulin pump passed the displacement test, rewind, basic occlusion and prime test. The insulin pump had motor error, stuck in motor error alarm during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to complete the functional testing due to motor error alarm.